Event description:
According to the pt's family the aneurysm sac did not close tightly around the endograft following implant. Despite this, there was no endoleaks observed. This pt has since passed away due to cancer. Attempts were made to obtain additional info, however, as of today no additional info is available.